Event description:
It was reported that the philips field service engineer (fse) found the speaker label was partially missing and torn off when evaluating the device for servicing. The device was not in use on a patient.